Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer's other relevant blood glucose level was 469 mg/dl at the time of call and at the end of call blood glucose level was 474 however at the time of trouble shoot blood glucose level was 527 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. It was also reported that the insulin pump had hardware low level failure. Customer reports they were able to clear the alarm and able to rewind the pump. Previously insulin pump had battery failed alarm and insulin flow blocked alarm however cannula was bent. The insulin pump will not be returned for analysis.